Event description:
At the beginning of the case, the user was manually ventilating the pt on the device and noted that intermittently, the device would appear to lose pressure and the pt could not be manually ventilated. The user chose to manually ventilate the pt with an alternate device and then power cycled the anesthesia machine. The user performed the leak test and the device passed. The user placed the pt back on the device and manually ventilated the pt on the device; however, noted the same intermittent occurrence. The device was then replaced to complete the case. No pt injury reported.